Event description:
It was reported that the insulin pump alarmed an error. The customer stated that the piston was pushed out from the back side of the insulin pump, and had to push back to continue delivering. It was stated that the customer woke up with high glucose level, and the insulin pump has stopped working followed by recurring error alarms. It was stated that the customer went to the hospital for back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will be follow once the analysis has been completed.